Manufacturer narrative:
The patient sample was drawn in green top plasma tube. Qc was performing within the customer's established limits at the time of the event. System checks have performed within instrument specifications before and after the date of the event. Service was not dispatched for this event. No clear root cause has been determined for this event.

Event description:
A customer contacted beckman coulter inc, (bci), regarding an erroneously elevated troponin (accutni) result, above the ami cutoff, generated by the unicel dxc 600i synchron access clinical system for one patient. Subsequent testing of the patient sample on the customer's secondary instrument produced a result within the normal reference range that fit the clinical picture of the patient. The elevated result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.